Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted the silicone tubing separated from the female connector. There was evidence on the inside of the tubing that the female connector was previously assembled to the tubing. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the female connector and the tubing is a friction fit and not a solvent bond. A strong tug on the tubing or patient adapter could cause the separation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, a separation between the female connector and silicone tubing was identified on the minicap transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.